Event description:
It was reported that during a gastric sleeve procedure, the clip applier would not load clips properly into the jaws. The clips were malformed as they came into the jaws of the clip applier. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: what is mean by "clip applier would not load clips properly into jaws?" Did clips load sideways, did multiple clips feed, did clips feed slowly, or was it that clips would not feed? Multiple clips feed. What shape were malformed clips? N/a. Any torquing or twisting when firing? No. Any resistance felt when firing? No. Any noises heard? No. Was device fired over another clip or hard structure? No. The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.